Event description:
A cartridge alarm was reported, which did not adversely impact the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge using the proper technique; however, the alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, and the customer opted for a backup therapy using multiple daily injections (mdi). Additionally, the customer expressed interest in receiving an out-of-warranty loaner pump.